Event description:
It was reported to philips that the system failed to boot up, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. A review of the system logfile confirmed the malfunctioning of the flex vision pc. Upon functional testing, the fse found that the flex vision pc was defective and needed a replacement. The cause of the flexvision pc failure could not be conclusively determined by the supplier¿s part analysis however, the replacement of the flexvision pc by the fse resolved the reported issue and restored the functionality of the system. After the replacement and re-installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.